Event description:
During service, the baxter repair technician reported failure code 570 in the event history. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention.